Event description:
Per the arjohuntleigh service tech: "cna was not present at time of this interview but administrator, (B)(6) read to me from her written statement the following cna, (name not released) had completed bath on resident and had raised saf-lift and rotated around to outside of tub area where she lowered and then stopped and loosened lap strap about a half inch because resident was complaining that strap was too tight and was hurting. Cna returned to lowering resident when resident raised both her arms over her head and leaned her head back. At this time resident slid down and under lap belt and fell to floor hitting her head on the floor. Cna immediately went to resident's aid and another cna walked in at this time and immediately went for help. Three in house nurses responded and asked for an ambulance to be called. Resident had open wound to her head and was bleeding. (B)(6) stated that resident was still responsive when ems put her in ambulance. Resident was taken to medical center of (B)(6) emergency room." The resident had suffered a laceration to the right side of their head and a skin tear to their right elbow; it was reported that they passed away at the hospital.

Manufacturer narrative:
Arjohuntleigh service tech also stated that there was no center strap on the saf-lift chair and that the customer stated that they were unaware that it was available. Additional information will be provided following the conclusion of the manufacturer's investigation.